Manufacturer narrative:
(B) (4). The customer replaced the fuse. The system operates as intended.

Event description:
The customer reported that the system did not boot up. Also the fuse on the monitor cart was defective. No patient injury was reported.